Event description:
It was reported to medtronic minimed that the customer passed away on (B)(6) 2025. The primary cause of death was hypoglycemia, cardiac arrest and brain injury. The customer was hospitalized on (B)(6) 2025 with a blood glucose value of 17 mg/dl. The pump was worn at the time of passing. The last known product(s) for this customer are as follows: mmt-1884, mmt-431ag, mmt-342g, mmt-7040a. Troubleshooting was performed and it was noticed that the customer was using the sensor and it was worn during the event. Mmt-1884 was requested and caller response was the device will be returned. No product return is required for mmt-431ag. No product return is required for mmt-342g. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.